Event description:
The patient had a catheter revision done weeks ago due to a catheter disconnect. Following that, the hcp was increasing the intrathecal dose of medication with little response. A pump refill was done recently. Post refill, the patient developed overdose symptoms. The patient was admitted to the intensive care unit.